Event description:
It was reported that this right atrial (ra) lead oversensed noise, which resulted in inappropriate atrial tachy response episodes. The oversensing did not lead to asystole and the right atrial lead pacing impedances are reported to be stable over time, as well as no out of range measurements were observed. Further review by the following physician was recommended. The device remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).